Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the battery was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the battery was non-functional. The patient will undergo an ipg replacement procedure.